Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when preparing the device for implant, the battery voltage was lower than expected. It was noted that the device had not been exposed to temperatures below 6 degrees c. The device was not used. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.